Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a craniotomy procedure, it was observed that the drill bit device broke off at the distal end. It was reported that the end of the drill bit was not found and did not show up in the routine post op CT scan that they do on the patient. It was reported that the proximal end of the drill will be sent back. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the tip of the cutter was broken. Therefore, the reported condition that the device had a broken tip was confirmed. It was determined from the photographs taken at an angle that there was excessive force applied when the device was examined and photographed using 28x magnification. The root cause was determined to be due to excessive lateral or side to side force, which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.